Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files confirmed system notice 50005 ¿leak detection¿ and 50022 ¿vent system failure¿ on the date of the event. The reported visible blood could not be confirmed via analysis of the data files. Analysis of the physical product is pending. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the balloon catheter 2af283 with lot number 27736 was returned and analyzed. Visual inspection of catheter showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was never used. The catheter failed the performance test because of the system notice #50005 "the safety system has detected fluid in the catheter and stopped the injection." Appeared during the integrity test. The dissection test showed a breach on the guide wire lumen at 0.537 inch from the tip of the catheter. In conclusion, the reported system notice #50006 "the safety system has detected blood in the catheter handle, stopped the injection and disabled the vacuum." Was confirmed through testing. The system notice #50005 "the safety system has detected fluid in the catheter and stopped the injection." Was also confirmed through testing. The balloon catheter failed the returned product inspection due to the breach on the guide wire lumen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, during the system integrity tests, a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. The coaxial umbilical cable was replaced and the console was rebooted without resolve as the system notice appeared again. Blood stains were then seen inside the coaxial connector. The case was switched and completed with radiofrequency. No patient complications have been reported as a result of this event.